Manufacturer narrative:
H10 the device was not in use on a patient. No patient or user harm was reported. The customer cannot duplicate the reported complaint. The customer has refused repair from philips. H1 g1: contact office information updated.

Manufacturer narrative:
The customer duplicated the reported issue, but they have not confirmed it. The customer refused repair from philips. The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
Report date: 28aug2021. Reporter phone number: (B)(6).

Event description:
The customer reported a v60 ventilator machine stoppage. The device was in clinical use; no patient harm.